Event description:
Surgeon performed an I & d of a mako right tha patient with an original dos of (B)(6) 2014. The patient had tested positive for a staph infection. Surgeon revised the liner and femoral head to perform the I & d.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 186636-01; fem head-ceramic 36mm med-restoris; lot code: 004414-01; cat. No.: 186004-05; fem stem-hi offset nk-size 5 implant; lot code: 100119-01; cat. No.: 186002-54; ace shell-clust hole por-54mm implant; lot code: 030745-01; at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer

Manufacturer narrative:
An event regarding infection involving a liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: not performed as no medical records were made available. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced and the sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon performed an I & d of a mako right tha patient with an original dos of (B)(6) 2014. The patient had tested positive for a staph infection. Surgeon revised the liner and femoral head to perform the I & d.